Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the date of explantation (B)(6) 2019). On 5/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/3/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware of the replacement implants as follows on (B)(6) 2019: right side: catalog number: 3502450; serial number: (B)(4). Left side: catalog number: 3503450; serial number: (B)(4). Mentor also became aware that patient suffered right side deflation and no issue on the left side. On 7/22/2019, device evaluation was completed. The analysis results showed a crease in the anterior aspect. Within the crease, a tear was noticed measuring approximately 0.5 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. On 7/26/2019, mentor became aware that expiration date was incorrect (2/9/2013) on the last submission. Hence, field d4 expiration date has been updated to 2/19/2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with 475cc mentor smooth round spectrum on the right and with 525cc mentor smooth round moderate profile on the left side. The patient was presented with right breast implant deflation and left side capsular contracture,baker grade: iii-IV confirmed upon doctor's examination on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.